Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap-cap and septum were inspected for anomalies. None were found. An occlusion test was run. The reservoir was filled with diluent, and connected to a new infusion set. The reservoir was installed and connected to the insulin pump and a manual prime was performed. Fluid was seen flowing through the infusion set and out from the catheter tip and was concluded that the reservoir is not occluded.

Event description:
It was reported that the customer had high blood glucose levels of 128 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did not exit. The customer was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump and to run a manual prime. The customer was advised that the no delivery alarm was caused by an infusion set or reservoir occlusion. The customer was advised that the no delivery alarm was caused by a reservoir or infusion set occlusion. No additional information was provided.